Event description:
It was reported to philips that a lab power outage occurred due to a tripped ups breaker on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset ups and battery cabinet breakers and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).